Manufacturer narrative:
Device was not returned to medtronic for evaluation. Examination of x-rays taken in 2008, reveal a right side s1 screw is fractured and displacement several mm. Unable to determine cause of the event.

Event description:
It was reported that x-ray images taken in 2008, reveal a broken screw at s1. No patient complications were reported.